Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: - no product was returned or pictures provided; visual and dimensional evaluations could not be performed. - review of the device history records identified no deviations or anomalies during manufacturing. - radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: significant tibial component loosening with medial subsidence, osteopenia but no fracture seen, significant lucency at the cement hardware interface, and no device deficiency or anatomy concerns. - a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the initial left total knee arthroplasty was performed approximately four and a half years prior to revision. The patient did well for 4 years or so and only recently presented with pain and gait issues. X-rays noted significant findings of osteopenia, subsidence, radiolucency, and loosening. The tibia stem, tibial augment, and ps surface were exchanged.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant devices -psn asf ps 10mm ve l 6-9 cd ,catalog #: 42-5124-005-10 lot #: 63449757. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the surgeon requested to give to patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient recently presented with a collapsed and loosened tibial component and was revised. Attempts have been made but no further information is available at this time.